Manufacturer narrative:
Correction information was provided in b.5. And d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that as per the reporter the patient harm as a result of the event was unsure but unlikely.

Event description:
The healthcare profession reported that during the intraocular lens (iol) implantation procedure, the tip of injector was faulty and left the lens with a dent/scratch after loading with patient contact. The procedure was completed on the same day by leaving the lens implanted. As per surgeon it was unsure if the dent/scratch was permanent and if it would or would not affect the patient's vision. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Received photo shows the company product nozzle, from mid nozzle upwards is shown. The plunger is advanced outside of the device. A solution is observed in the device. The plunger tip is bent. No iol (intraocular lens) observed. No root cause identified for the reported complaint. The plunger tip is observed bent. The product was subject to handling, and the reported damage to the plunger tip and iol was highlighted post implantation. We are unable to confirm the device preparation and the lens/plunger position for advancement at the time of surgery. In addition to this, all plungers are 100 percent inspected as per approved manufacturing procedures at the vendor site and the observed plunger damage would not meet the release criteria. Based on this investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).